Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to dislocation.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of device history records found unrelated deviations during the manufacturing process. The device was used for treatment. The following components were reviewed for compatibility with no issues noted. Review of complaint history identified no other complaints on this combination for this issue. A definitive root cause cannot be determined for the reported issue with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.